Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had been experiencing a ¿clawing sensation¿ like ¿grabbing across their brain.¿ it was reported that the patient was horrendously dizzy because of this. The patient also stated that it was affecting the way they were thinking and the way words were coming out of their mouth. It was noted that this was happening once or twice a day. The patient stated that they then had what they thought was a stroke, but after several tests from their healthcare provider, nothing like a stroke was found. The patient still did not know the cause of the symptoms at the time of the report. The patient had turned off the ins for the diagnostic tests and had left it off since. The patient had not had the symptoms since they turned off the ins. The patient also requested guidelines for eeg and emg tests. Additional information was received. It was reported that no medical diagnosis had yet been made with regards to the patient¿s symptoms. They noted that their dizziness/light-headedness had been occurring occasionally since early october. They had attributed it to ear/temple pressure that the ent couldn¿t eliminate, or withdrawal symptoms from escitalopram 5mg, which they had been on for back issues. The tingling/dizziness began to feel stronger/more widespread as though a ¿claw¿ would start on the left top of their head, and pull so hard moving across to the right side that it was felt so deeply that it would stop them to hold on for perhaps a minute. They just waited it out assuming it was a withdrawal symptom or ear pressure. On (B)(6), the ear pain/pressure moved inclusively to and included their nose, eyes, head and throat for the first time. This is when they thought they had a stroke so they went to the ER. Knowing they would likely have tests done at the ER, they turned off their device before they left their house. It was noted that after 48 hours of observation and numerous tests, healthcare professionals found no evidence of a stroke. They were put on the lowest dose of levopressor, as nothing was jumping out as the cause, but their blood pressure was elevated at the ER and still slightly elevated the next day. They noted that they still experience few/very light dizzy occurrences, but the ¿claw¿ attacks had disappeared the moment they turned off the ins. They have not turned the ins back on, for fear that the ¿attacks¿ will recur. They will contact their healthcare provider about the ins after hearing back from the neurologists; they had an meg and eeg on (B)(6) 2017. They also reported that their implant site does throb/ache/sting from time to time even though it¿s off. No further complications are anticipated or expected.